Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due to the lack of device sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed. The root cause is unknown at this time. If the device sample is returned for investigation, this report will be updated accordingly.

Event description:
The customer alleges that the low water notification would not go away when changing the water, until they changed the column. Alleged defect detected during use. No report of injury or harm to the patient. The patient's condition was reported as "fine."

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The column was placed in a neptune and connected to a 1650ml water bottle. Water did not flow into the lower tube even when the bottle was squeezed. The heater was turned on for continuous flow. There was a low water alarm that did not stop even after bottle was squeezed. A syringe was used to open the lower valve which then allowed water to flow freely. The column was then set up the same way but with an empty water bottle. The low water alarm did turn on with an empty water bottle. This behavior is expected and normal. The lower disc valve was extracted from the lower tube and measured. The diameter of the lower valve was 0.17 inches, which is within the specification. The results of the investigation are inconclusive. The incident reported was able to be temporarily recreated as the column did not fill with water, resulting in a low water alarm. However, water did flow after the valve was opened and the dimensional analysis of the valve indicated that it was within specification. A conclusion code could not be chose as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that the low water notification would not go away when changing the water, until they changed the column. Alleged defect detected during use. No report of injury or harm to the patient. The patient's condition was reported as "fine."